Manufacturer narrative:
The device was evaluated by a field svc rep. The carbon hose was found saturated with fluid. The device was repaired and returned to svc.

Event description:
It was reported that the rover had low suction during a case. A delay of 30 minutes occurred while another unit was obtained. There was no medical intervention required and the procedure was completed as planned.